Event description:
It was reported during a meniscal root repair the drill sleeve head became loose and came apart. Nothing dropped into the patient. The doctor was still able to manipulate it into position without the head. It made it through the case and it was completed with no further issues. The patient is fine to date.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual evaluation identified that the head of the drill sleeve did detach from the device. However, without the return of the device, further investigation cannot be performed. The most likely cause for the reported failure can be attributed to wear and tear.